Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID bi71000529 (lot: -); product type: 2560-mnav - o-arm system brand name ; product ID bi71000210 (lot: -); product type: 2560-mnav - o-arm system h3: the system was serviced in the field. In summary, the issue was that the dongle was broken causing an interlock and pendant would not respond as intended by the dongle interlock. Hardware parts were replaced. Codes b01, c07, d02 are applicable to this analysis.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the pendant would not work even after a reboot. No patient was present.